Event description:
It was reported that the signature unit had no phaco power from the foot pedal when moving from sculpt mode to quadrant. Physicians second unit was used to complete case. No patient injury or delay was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection and analysis of the system was performed by a field service engineer. The engineer tested system with doctors settings. Engineer operated ellips handpiece going from sculpt and back to quadrant and could not duplicate customers complaint. Fse recalibrated vacuum and footpedal. The unit meets all amo specifications.